Event description:
Caller reported that the insulin gauge displayed an amount different than expected and that the insulin gauge was static. There was no adverse impact to the customer's blood glucose level. The customer reloading the same cartridge and continued to use the pump for insulin therapy.